Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient felt vibrations up in their neck and sometimes around their face. Stimulation was in the wrong location. It was noted that the patient had several falls in the past. These issues started within the last 3 weeks in (B)(6) 2017. The patient did not normally feel stimulation above the waist. The patient saw a health care provider (hcp) for this and a manufacturer representative was paged. The representative interrogated the implantable neurostimulator (ins) and stated that it showed on the wires there was something wrong. The patient scheduled an appointment with a new hcp for (B)(6) 2017 to remove the ins and start a trial for a new device. It was not clear if the patient would be getting a device from a different manufacturer or not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they are unsure if the patient¿s falls were due to their stimulation, but they did recall that the patient was feeling stimulation in their face when it was turned on. The rep noted that the patient mentioned this issue started occurring after they had several falls. The patient has contacted the rep and mentioned they were having another trial with a different manufacturer. The patient would like to remain with their existing manufacturer, but their physician does not use their devices anymore. The rep stated that they believe that due to high impedances, the patient would just need a new lead, but this is unknown until further notice. No further complications were reported